Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up, a variation in battery voltage measurements was observed. Interference during the telemetry or programmer check was suspected. Device was explanted and replaced.